Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During which stroke did the event occur? Did the device deliver a complete staple line? Were the staples formed properly? Did the device cut? If yes, was the cut line complete? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?

Event description:
It was reported that during a gastric bypass procedure, during the third stapling with gold chargers, the device is halted, and the staples are misplaced, all clustered together. The surgeon had to make cuts in the stomach. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Nicked knife. The analysis found that the ec60a device was received in good visual condition and with an ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.